Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: four static images were provided for review of the event. Fluoroscopy valve load inspection for the 1st valve was provided and a misload is confirmed by an inflow crown overlap involving 5 nodes. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, the misload was not properly identified at this time and an attempt was made to deploy the valve. An infold can be seen throughout the entire capsule after recapture. This valve was discarded, and a new valve was loaded. The fluoroscopy valve load inspection for the 2nd valve was provided and a good load is verified (overlap involving 3 ½ nodes). No issues were reported with the second valve. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis lab loaded inside the delivery system. An infold was observed as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab via fedex inside a heart valve return kit in clear 0.2% glutaraldehyde solution. The valve appeared discolored showing evidence of blood contact. All leaflets exhibited signs of severe creases and imprints. Leaflets were slightly flexible. As received, all leaflets appeared to be in a partially closed position with a large gap between all free margins. All commissures appeared intact. The valve was received in a slightly compressed state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, fluoroscopy inspection revealed an infold between node 3-4. The valve was loaded by an experienced loader. A pre-balloon aortic valvuloplasty (bav) was performed with a 26 millimeter (mm) non-medtronic balloon in an annulus that measured 38.5 mm. The valve was deployed and would not expand properly. After the valve was recaptured, an infold along the whole stent frame was noted. The valve was removed from the patient and a new valve was successfully implanted. No adverse patient effects were reported.